Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4). The lot number was unknown. The lot number was unknown; therefore, the expiration date and manufacture date were unknown. Investigation summary: the complaint device is not being returned, therefore unavailable for a physical evaluation. Since the complaint device was not returned, we cannot determine a root cause for the reported failure. If the device is received in the future, we will reopen the complaint and perform the investigation as appropriate. Given that no lot number was provided, a manufacturing record evaluation (mre) review cannot be performed. If the lot number becomes available, the mre review will be performed. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
It was reported by a healthcare professional through clinical research for clinical evidence on safety and performance that postoperatively to an initial procedure of medial patellofemoral ligament surgery of the right knee performed on (B)(6) 2015 using lupine br with orthocord, the patient had revision surgeries on: (B)(6) 2015 and (B)(6) 2015 due to pain, stiffness, slip and fall on (B)(6) 2015 resulting in tibia fracture. According to the report, the revision included: (B)(6) 2015: lysis of adhesions, extensive synovectomy, manipulation under anesthesia; and (B)(6) 2015 orif tibial fracture, lateral release, anterior interval release, lysis of adhesions, and chondroplasty. It was further reported that the initial procedure included: osteochondral allograft, anterior tibial tubercleplasty, mpfl repair, lysis of adhesions, chondroplasty, and hardware removal. The current status of the patient was unknown. No additional information was provided.

Event description:
It was reported by a healthcare professional through clinical research for clinical evidence on safety and performance that postoperatively to an initial procedure of medial patellofemoral ligament surgery of the right knee performed on (B)(6) 2015 using lupine br with orthocord, the patient had revision surgeries on: (B)(6) 2015 due to pain, stiffness, slip and fall on (B)(6) 2015 resulting in tibia fracture. According to the report, the revision included: (B)(6) 2015: lysis of adhesions, extensive synovectomy, manipulation under anesthesia; and (B)(6) 2015 orif tibial fracture, lateral release, anterior interval release, lysis of adhesions, and chondroplasty. It was reported that the patient had edema, postoperative pain, joint stiffness and arthrofibrosis on (B)(6) 2015. It was further reported that the initial procedure included: osteochondral allograft, anterior tibial tubercleplasty, mpfl repair, lysis of adhesions, chondroplasty, and hardware removal. The current status of the patient was unknown. No additional information was provided.